Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
A dreamstation auto CPAP device was returned to a third-party service center for service in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no report of serious patient harm or injury. There was no report of medical intervention. During the evaluation of the device, the third-party service center visually inspected the device and found evidence of foam degradation. During evaluation, foam particles were observed in the blower kit. In addition, there was a smudge on the ui panel, and it was replaced. The device was cleaned and disinfected and passed all testing. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.